Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 called to report that while wearing the 1-day moist for astigmatism brand contact lenses, he/she was diagnosed with a ¿(B)(6) infection¿. The pt reported that the symptoms began a few weeks ago (B)(6) 2017, but thought ¿it was allergies or make-up¿. The pt reported a visit to an eye care provider (ecp) on (B)(6) 2017 and was diagnosed with a ¿(B)(6) infection in both eyes¿. The pt was prescribed tobramycin and steroid gel bid for seven days. Pt reported he/she was not advised to stop wearing the contact lenses, but is not wearing lenses at this time. Pt reported that the ecp is ordering new trial lenses, but is unsure if he/she will stay in this brand. The pt declined to give the ecp contact information, but advised he/she would provide it by email at a later time. The pt reported wearing the lenses in the pool, but did not swim in the lenses. The pt reported that one pair of suspect lenses were available for return, but they have not yet been received. Multiple attempts were made to the pt for additional medical information, lot number and suspect product return, but no return calls or emails have been received. This report is being submitted for the pts od event. The pts os event will be submitted in a separate report. The lot number for the od suspect product was not provided by the pt. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.